Event description:
"Not working properly; not taking right grafts". Additional information was received on (B)(6) 2014 from the surgical coordinator, materials management. It was reported this was discovered at the very beginning of surgery. There was no injury or adverse consequences to a pt, no intervention was required. A spare device was available which functioned properly. Additional information was requested numerous times by integra.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.